Event description:
High rv capture thresholds noted, trending up since (B)(6) 2023. Elevated rv bipolar lead impedances also noted. Ventricular paced less than 0.1%. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).